Event description:
It was reported that after the needle of an unspecified bd¿ vaccutainer was taken out and retracted, the needle detached from the vacutainer and blood splattered out. Customer¿s verbatim: ¿ it was reported when the needle is taken out and retracts, it detaches from the vacutainer itself and splatters blood from the retracted needle onto them or the floor. It's been happening for a couple months. ¿

Manufacturer narrative:
H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The manufacturing location for this product is unknown. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after the needle of an unspecified bd¿ vacutainer was taken out and retracted, the needle detached from the vacutainer and blood splattered out. Customer¿s verbatim: ¿it was reported when the needle is taken out and retracts, it detaches from the vacutainer itself and splatters blood from the retracted needle onto them or the floor. It's been happening for a couple months.¿